Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Screwdriver shafts were worn down, causing screw head to strip while in patient and could not alter trajectory of screw during procedure. The surgeon changed case from entirely percutaneous to open case via small incision to access pubic symphysis screw. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during open reduction and internal fixation (orif) for percutaneous fixation of pelvic fracture, upon implantation the three (3) screwdriver head of the screwdriver handle and two (2) screwdriver shafts were worn down, causing screw head to strip while in patient and could not alter trajectory of screw during procedure. The three (3) cannulated screws itself do not have a threaded head. The surgeon changed case from entirely percutaneous to open case via small incision to access pubic symphysis screw. There are no fragments generated. Procedure was successfully completed with 30 minutes delayed. Patient status/outcome are unknown. Concomitant device reported: cannulated screws (part # unknown, lot # unknown, quantity 3). This complaint involves six (6) devices. This report is for (1) cannulated 4.0mm hexagonal screwdriver. This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is not expected to be returned for manufacturer review/investigation. Initially reported concomitant devices are not concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.